Event description:
.The customer obtained higher than expected, vitros phyt quality control results on a vitros 250 chemistry system. The following results were obtained: qc lot x1384 = 24.88 vs. An expected result = 13.73 ug/ml; qc lot y1621 = 45.31, 38.47 vs. An expected result = 22.72 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient results were reported during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected, vitros phyt quality control results were obtained on a vitros 250 chemistry system. An ocd fe performed service actions to the iwf metering pump, and acceptable vitros phyt performance was obtained after replacing the iwf metering pump. The investigation was unable to determine a definitive root cause. However, the most likely root cause of this event was concluded as instrument related. There is no evidence to suggest that a reagent related issue contributed to the event.